Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic myomectomy procedure, the handle did not work. The stapler was not able to fire after the green button was pressed and the handle was squeezed. There was no patient injury.